Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has had welts and soreness at the ipg site since he was implanted. The patient stated he has consulted with multiple physicians, and has been treated with medication, which have not cleared the welts. The patient was not specific about what medications he was prescribed. The patient also stated the welts are now going down his leg. In addition, the sjm rep who met with the patient was not shown any welts. No additional information is available at this time.